Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 403 mg/dl. Customer also reported that infusion set that customer was using was pulled out and damaged. The insulin pump will not be returned for analysis.